Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery was no longer working as intended. The patient underwent battery replacement procedure. No further information obtained despite of good faith efforts.

Event description:
It was reported that the patients battery was no longer working as intended. The patient underwent battery replacement procedure. No further information obtained despite of good faith efforts. Additional information was received that patient was not able to get enough pain relief.